Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd maxplus needleless connector was leaking the following information was received by the initial reporter with the following verbatim date of event: 10/30/2024. "I was checking blood return from a port. The blood stopper piece of the clear needleless connector got stuck pushed in after unhooking the saline flush causing saline to leak out on to the patient. Chemotherapy was connected to the line, but it was clamped so no chemotherapy had gone through the line yet."

Manufacturer narrative:
Two photos were taken by the customer. The photos do not confirm the leakage complaint. Due to no sample being received, no investigation can be conducted, and the root cause is unknown. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.